Event description:
A gastrojejunostomy catheter was placed in 2009 and placement was confirmed by imaging. The following month, radiology was contacted and told the pt was experiencing pain and difficulty with tube feeds and was referred to fluoro for eval. The physician discovered abnormality in contrast injection. The catheter was exchanged with a replacement. The physician who exchanged the devices, discovered a split at the point where the suture to control the loop is. Pt outcome is unk at this time.

Manufacturer narrative:
Our quality control department conforms that the surface of the catheter is smooth and free of excessive dents and that the sideports are cut clean with no roughness 100% prior to further processing. An information for use booklet that is provided with this device details pertinent placement and usage instructions. Throughout the course of the investigation we found no evidence that suggests the device was not manufactured to specifications. The appropriate design control activities have been completed for this product. Due to the limited amount of information provided, it is unclear whether the catheter split as a result of over pressurization or partially separated from excessive force. The failure mode of separation is more likely; therefore, this complaint was trended accordingly. The appropriate individuals were notified of this matter and we will continue to monitor for similar reports.